Manufacturer narrative:
UDI not available as the product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise and low out of range impedance were observed on the atrial lead during a follow-up clinic. The patient was stable. The atrial lead will be monitored.